Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid/moisture when he went swimming and after that the insulin pump display screen went blank. The customer also stated that there is a crack on the back of the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, sleep current test, active current test and selftest due to unresponsive blank display.